Event description:
(B)(4). I had problems with essure for years. I now underwent a laparoscopic hysterectomy bilateral salingopotomy and remove essure. The pathology report indicates essure coils perforated fallopian tubes and in uterus and nickel allergy was found. Now I have been experiencing teeth problems where before essure my teeth were in excellent condition. Now I will be having 3 root canals and repair a crown that has cracked all due to essure. Also I have corneal basement membrane dystrophy in left eye due to. Nickel in my body. I'm looking at laser surgery later this month along with root canal.